Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system was explanted due to erosion of the ipg. A replacement system was implanted on the right side of the patient's chest. No further patient complications have been reported as a result of this event.